Manufacturer narrative:
The facility did not request service. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of the system's event log confirmed the system message reported. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The customer's consumable complaint history was reviewed for the period of one year; this is 1 of 2 complaints reported for this issue. This is the only complaint reported against the finished goods lot number. The device history record (DHR) shows the product was released per product precautions. The customer did not retain a consumable sample for this complaint report; functional testing could not be conducted. Consequently, it was not possible to determine what had caused the initial report of bubbles and a loss of vacuum during surgery. The root cause cannot be determined conclusively. (B)(4).

Event description:
A company rep reported multiple system messages during a cataract extraction procedure. It was noted, if a residual layer of bubbles remained on top of the fluid in the vacuum chamber, those bubbles would reach the top of the optical sensor and cause the system message. The procedure was completed with no harm to the pt.